Event description:
Additional information received from the account: there was a hole in the endo bag portion and gallbladder landed back into the abdomen. A larger incision (2 inches) had to be made to retrieve the specimen. Patient at increased risk for infection with this contamination. No patient injury or ill-effects. Patient current status reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, there was a hole in the bag portion and gallbladder landed back into the abdomen. A larger incision (2 inches) had to be made to retrieve the specimen. Patient at increased risk for infection with this contamination. No patient injury or ill-effects. Patient current status reported as fine. The device will not be returned for evaluation, it was discarded by the customer.